Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a section of the left blade had broken off. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.